Event description:
It has been reported to philips that the azurion device failed to expose. The system was in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. The mains interface module has been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed after a system restart. A philips service engineer inspected the system onsite and analyzed the log file. The log file showed that when the pdu output 3-phase l2 is turned on or exposed, the voltage drops. Initially the mains interface module (mim) was replaced, but the issue reoccurred. Thereafter, the power distribution unit control module has been replaced which returned the system to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the azurion device recommends using a system restart if the device deviates from expected behavior. The azurion IFU states: ¿note: if control of the system starts to deviate from its expected behavior, you should restart the system. There are two methods for restarting the system: ¿warm restart: use this method when you are trying to resolve a software-related issue with the system. This is the standard method for restarting the system. ¿cold restart: use this method when you are trying to resolve a hardware-related issue with the system. ¿ if a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome.